Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for inadequate aspiration, air remaining in device during insertion was unable to be confirmed as no air was visualized during procedure, no imaging was returned, and no product was returned for evaluation. A DHR review of the lot in question revealed no non-nonconformances related to the event. Follow-up communications with the clinical specialist revealed no identifiable use errors or potential defects with the device. Potential root causes for the presence of air may include: - omission of a flushing/de-airing step. - improper stopcock/syringe technique. - air from an alternative non-pascal device, fluid line, or procedural step. However, a true root case is unable to be determined.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a pascal in mitral position where during aspiration of the guide sheath just after insertion into la and removal of dilator with wire, st depression was noted on the patients ECG, noting a possible air embolus. Fio2@100% was administered and st changes resolved in approximately 2 minutes. No further patient complication was noted due to this event.